Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0050229 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints for performance have been taken on this batch. Retentions samples for batch 0050229 (100 tubes) were available for inspection. For investigation, retention tubes from batch 0050229 were tested per the standard performance protocol for material 245122. Growth support testing of organisms described in the certificate of analysis, which include mycobacterium tuberculosis h37ra atcc 25177 and mycobacterium tuberculosis h37rv atcc 27294. All organisms were detected by the instrument within the specified time. The negative (uninoculated) had no growth and the instrument had no errors reported for the duration of testing. Retention tubes from batch 0050229 also were tested with mycobacterium tuberculosis, h37rv atcc 27294, mycobacterium tuberculosis atcc 35820, mycobacterium tuberculosis atcc 35822, mycobacterium tuberculosis atcc 35838 and mycobacterium tuberculosis atcc 35837 against mgit sire drugs (kit material 245123). The instrument returned the expected susceptibility results for all organisms and drugs tested. The positive (growth) controls for all organisms had satisfactory growth detected by the instrument and the instrument had no errors reported for the duration of testing. No photos or returns were received for inspection. All growth and susceptibility testing performed with the retention samples from batch 0050229 were satisfactory per the standard performance protocol. The complaint cannot be confirmed. Bd will continue to trend for performance.

Event description:
It was reported while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml a false negative result was obtained. There was no report of confirmatory testing being done or patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml a false negative result was obtained. There was no report of confirmatory testing being done or patient impact.